Event description:
It was patient reported that infusion set fell off event on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 5e1: name: (B)(6) country: united states of americastreet: (B)(6) state: californiazip code:(B)(6) based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380